Manufacturer narrative:
The customer¿s report of a crack was not confirmed however the report of the IV set leaking was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed leaking from a small pinhole on the silicone tubing of the pump segment near the upper fitment. The cause of the customer¿s report of the IV set leaking was a pinhole on the silicone pump segment near the upper fitment. The cause of the pinhole was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV set that was infusing intralipids was noted to be cracked and leaked right below the white slide clamp. There was no patient harm reported.